Event description:
The customer obtained false negative total b-hcg results on two pt samples. A result of 0.0miu/ml was reported for both pts. The samples were sent to a reference laboratory (as part of the lab's standard quality assurance procedures) which reported the results as positive (17.5 and 83.7miu/ml, respectively). The customer then repeated the same samples and obtained positive results (16.6 and 87.7miu/ml, respectively). The corrected results were reported to the physician. There was no report of pt harm as a result of this event.